Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Multifocal lens was replaced with a monofocal lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported sore eyes and blurred vision following intraocular lens (iol) implantation. She noted that the right eye was worse than the left eye. It was as if looking through water, had difficulty-opening eyes at night, halo¿s around headlights, spider webs around traffic lights at night, florescent lighting was a blur, weeping and dry eyes. The surgeon indicated that the dry eyes could be the cause of the blurred vision and soreness, which was present prior to the implant procedure. Additional information received from the consumer indicated that the lenses were explanted four months following the initial implant procedure and the symptoms subsided. There are two medical device reports associated with this patient. This report is for right eye.